Manufacturer narrative:
Sc-2218-70 (sn: (B)(4)). The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations.

Event description:
A report was received that the patient had high impedances on a number of contacts that led the physician to believe that the patient has fracture within the individual wires within the lead, and as a result, the patient could not get a good stimulation in the right side of the neck. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The physician suspected that the lead was fractured right where it came out at the clik anchor; right at that junction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had high impedances on a number of contacts that led the physician to believe that the patient has fracture within the individual wires within the lead, and as a result, the patient could not get a good stimulation in the right side of the neck. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had high impedances on a number of contacts that led the physician to believe that the patient has fracture within the individual wires within the lead, and as a result, the patient could not get a good stimulation in the right side of the neck. The patient will undergo a lead replacement procedure.